Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change.  Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis.